Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, while it was clamp on tissue, the surgeon unable to fire the reload. A new handle and reload was used to complete the procedure. There was no patient injury.